Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer followed guidance from technical support and successfully reset the pump, resolving the error without further issues.